Event description:
Lead x-ray shield fell from boom. From service report: the x-ray shield was out of the vertical support tube (vst) and was laying on the surgical table. No bolts were found in the room. Three new bolts were installed using loctite on all of them. After the x-ray shield was installed all of the rest of the bolts were checked to make sure they were secure, they were all tight. Next the other x-ray shield and boom were checked as well, all bolts were tight. It was noticed that this cath lab 5 had seven broken and missing boom covers total in this room. It is advised to have them replaced and a complete pm be performed on the room to bring it back to OEM spec. After investigation it has been determined by skytron that the failure of the equipment is due to operator abuse/misuse. Customer has accepted responsibility for this as part of operator neglect and abuse. As a result of this incident the customer has taken more of a proactive maintenance and education approach to the equipment in the room. Patient was on the table. Surgeon caught the shield as it was coming off the boom arm. No injuries were reported.